Event description:
When using the bed controls to move the bed, both siderails will show an all motors locked (aml) condition. The bed controls will not work when this happens. This stiuation has happened over 50 times in the past 2 years. Most of the time there was a patient in the bed. Sometimes the bed can be unlocked for a few seconds and the caregiver will attempt to reposition the bed just to have it lock up again.manufacturer response (as per reporter) for hosiptal bed, versacare bed:hill-rom said that they were aware of this problem through complaints and testing. They said that the problem is occuring more frequently than expected. "From our testing and analysis of complaints received, we have determined that some of the versacare beds are sensitive to a number of conditions which are not safety related, yet still trigger the aml alert. Hill-rom has made changes to the bed operating system so that some of the minor unexpected ocurrences will not cause an aml to occur." Hill-rom said that they would repair beds that demonstrate this problem and would cover parts and labor necessary to solve the all motor lockout (aml) malfunction. Hill-rom said that they determined it was not necessary to conduct any across the board field correction.